Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional analysis indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used for the closure of the cuff. The needle fell into the cavity of the patient and was retrieved. Medical intervention of an x-ray was required to find the lost needle. The surgical time was extended by more than thirty minutes due to the device problem.